Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2013 and normal mode diagnostic and system diagnostic results revealed high impedance (dcdc ¿ 7). The pulse generator was disabled on (B)(6) 2013. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.